Event description:
Generator revision surgery was performed due to the generator reaching end of service. The explanted generator was returned to the manufacturer. Product analysis confirmed that the generator had reached end of service. However, analysis also revealed a leaky capacitor which could have contributed to a premature end of life condition.